Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient died. In (B) (6) 2008, the 70% stenosed target lesion being treated was located in the proximal right coronary artery (rca) and was 21 mm long with a reference vessel diameter of 3.75 mm. Predilation was performed with the placement of a 3.50 x 24 mm study stent. Residual stenosis was 0%. During the index procedure, a non-target lesion located in the mid left anterior descending (lad) was treated with the placement of a 2.5 x 8 mm taxus express2 stent. The patient was discharged 1 day later on aspirin and clopidogrel. In (B) (6) 2009, it was reported that the patient was found unresponsive but still breathing, the patient was unresponsive upon arrival to the hospital as cardiopulmonary resuscitation (CPR) was performed. The patient was intubated. "Despite advanced cardiac life support attempts" the patient status was unchanged and was pronounced dead.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.